Manufacturer narrative:
A fracture of the conductor was noted at 24.3 cm from the connector pin consistent with clavicle crush. This fracture is consistent with the observation from the field of impedance anomaly. Correction: section h10 - this supplemental report is to correct the previously reported investigation results.

Manufacturer narrative:
A fractured outer coil was noted at 24.3 cm from the connector pin consistent with clavicle crush. This fracture is consistent with the observation from the field of high pacing impedance.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that acute changes in lead impedance were observed on the atrial lead. A rise in impedances acutely noticed followed by a rapid drop. An x-ray revealed lead fracture. The atrial lead was explanted and replaced. There were no adverse consequences for the patient.

Event description:
New information received also indicated a clavicular crush on the atrial lead.